Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection of the device found the downstream occlusion (dso) seal bubbled, and a missing battery door. A high alarm was found and cleared, and a ?cassette locked but no latched" in the device's event history log. Functional testing was conducted. Upon testing, the reported problem was duplicated. It was determined that the latch lock sensor was the root cause. The latch lock sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3:unknown, corrected data: health effects corrected.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device shows "latched error wont read cassette while attached". No patient injury/involvement reported.